Event description:
An initial report of hospitalization was received by united therapeutics drug safety on(B)(6)2025 and forwarded to millyard advanced medical products, llc on (B)(6)2025. The patient reported receiving a cassette depleted alarm and replaced the cassette with a new one. After replacing the cassette, the pump alarmed for cassette problem. The patient tried replacing the cassette multiple times, but the alarm did not resolve. The patient then tried to troubleshoot by using the last cassette they prepared on their backup pump but received a cassette problem alarm. The patient was unable to mix a new cassette to use in their backup pump because they ran out of drug. The patient was advised to go to the ER. No side effects were reported. The physician reported that the patient was in the ER on IV remodulin, awaiting replacement systems. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.